Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the needle hub, no broken needle during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to performed or reproduce skin irritation in lab.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer's blood glucose value was 141 mg/dl. Customer reported that the introducer needle was still in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. The customer reported site issue. The customer experienced redness, irritation or itching due to site issue. The customer reported that they did not receive medical treatment as a result of the site issue. The sensor will be returned for analysis.